Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tasks in the machine is delayed (frozen) for about 10 seconds at a time. A technical service engineer unable to contact customer. Multiple attempts were made to reach customer. No response from customer. Hence the case closed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a pyxis issue which is running slow. The customer reported that the user was able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.